Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge change error occurred. Customer's blood glucose level was 261 mg/dl. Customer reloaded the cartridge and was able to successfully resume insulin delivery.